Event description:
It was reported that the device was removed due to spinal fluid leakage. It was also reported that the patient's spinal cord was cut at implant. A follow-up will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).